Manufacturer narrative:
16-mar-2023 amended product investigation results: complained product received user handling was identified as root cause for the complaint.

Event description:
Brush head comes off - oral-b [device breakage]. Brush heads no longer fit tightly - oral-b [device connection issue]. Case narrative: consumer via phone stated that the oral-b toothbrush heads no longer fit tightly on the oral-b genius 10000n toothbrush and the oral-b toothbrush head came off while brushing. No injury was reported. 16-mar-2023 product investigation results: the product involved was confirmed to be a counterfeit, so the product problem will be removed from the oral-b toothbrush head refill. No injury was reported. 02-may-2023 case update from information initially received on 16-mar-2023 (product investigation details amended): the suspect product was oral-b power rechargeable toothbrush handle 3765 genius 10000n. The concomitant product was oral-b power power oral care refills cross action antibac eb50ab. The concomitant product (refill) was confirmed to not be a counterfeit product. No injury was reported.